Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for elective replacement of a pacemaker and the right atrial lead had been programmed off due to no capture or sensing in bipolar and unipolar configurations. The atrial lead was capped and replaced. The patient was discharged.